Manufacturer narrative:
(B)(4). Correction: corrected with correct manufacturing facility information for the unknown disposable. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from india of peritonitis coincident with dianeal pd-2 peritoneal dialysis solution ultrabag with 2.5% dextrose therapy for peritoneal dialysis (pd). It was reported that dianeal therapy was ongoing. On (B)(6) 2012, it was reported that the patient experienced peritonitis. The date of the infection was unknown. The patient was not hospitalized. The cause of the peritonitis was reported as unknown. The patient received remedial treatment with vancomycin (2g) ip and fortum (1gm)ip.